Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed foreign material in the dome area. An electrical test was performed and the values were within specifications, no signal noise or electrical issues were observed during the test. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the unknown material shows vibrations correspondent to methacrylate-based material, slight variations suggest material modifications; however, source of origin and cause of changes remains unknown. A manufacturing record evaluation was performed for the finished device 31570818m number, and no internal actions related to the reported complaint condition were identified. The noise issue and current leakage issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG (electrocardiogram) noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a webster® cs bi-directional catheter and post procedure the bwi product analysis lab revealed foreign material in the dome area. During the procedure, there was noise displayed on the distal bipolar signals for the webster® cs bi-directional catheter, on the carto¿ 3 and recording system. The cable was replaced without resolution. The webster® cs bi-directional catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.